Event description:
Voluntary medwatch received reported: I tried to change infusion set on tandem mobi insulin pump received cartridge alarm; all deliveries stopped. This is same error I had received 3 weeks earlier ((B)(6) 2024, pump replaced). Called technical support, tried troubleshooting and after several attempts and 3 wasted cartridges and 600+ units of insulin, was able to load cartridge. The pump was only 3 weeks old. Unreliable and I don't feel safe using it. I stopped using on (B)(6) 2024 and got my previous pump out of the box to use in the interim. In the process of changing to another brand. I tried to change infusion set on tandem mobi insulin pump received cartridge alarm; all deliveries stopped. This is same error I had received 3 weeks earlier ((B)(6) 2024, pump replaced). Called technical support, tried troubleshooting and after several attempts and 3 wasted cartridges and 600+ units of insulin, was able to load cartridge. The pump was only 3 weeks old. Unreliable and I don't feel safe using it. I stopped using on (B)(6) 2024 and got my previous pump out of the box to use in the interim. In the process of changing to another brand.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # ref: mw5163492 and mw5163493.